Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 3.8 inr/5.1 inr, 6.0 inr/3.6 inr (lab value), 3.3 inr/4.3 inr no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference medwatch report with a1 patient identifier (B)(6) for the suspect device used in the coaguchek xs system.